Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the pulse generator showed error message. It was unknown if the device has been upgraded or not. A firmware download was successful. The patient was stable post intervention.